Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. The customer stated that the insulin pump powered off without warning. The customer's blood glucose was 272 mg/dl. The customer stated that they would call back to troubleshoot when they were released from the hosp. The customer also stated that the insulin pump was cracked around the battery compartment. Nothing further reported.